Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID harmony-dcs (lot: 0011945524); product type: 0195-heart valves; image review: intracardiac echo from time of procedure was provided for review. The valve appeared well apposed with no obvious paravalvular leak (pvl) on the images provided. Normal leaflet motion with trivial central pulmonary insufficiency. There does appear to be infolding of one of the inflow crowns. No apparent obstruction with a peak velocity of 2.2 m/s. Moderate tricuspid regurgitation was present. The valve appears to function normally with no significant insufficiency or obstruction. Infolding of an inflow crown is noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In this event, it was reported that the patient rightward side had one crown of row one inverted. It was noted that the valve was conforming to the patient¿s anatomy and one or two crowns caught the floor of the rpa take-off which caused the inversion. Per the physician, there was too much forward pressure on the valve during deployment which caused the distortion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the patient had acute left pulmonary artery (lpa) angle and fold, residual valve leaflets, curvature of anatomy, and septum noted at the roof of the bifurcation. A non-medtronic (lunderquist) guide wire was used in the right pulmonary artery (rpa) position by experienced implanters. According to the pre-case plan, row one of the valve was deployed in the rpa and the entire apparatus was dragged back into the main pulmonary artery (mpa), as is routine. The patient rightward side had one crown of row one inverted. The team decided to unsheathe the rest of the valve in hopes the inversion would be corrected. The inversion remained, and the team used a non-medtronic (26 fr gore dryseal) sheath to recapture the valve. The valve and delivery catheter system (dcs) were removed from the patient for inspection. No issues were found with the stent, valve or dcs. The same products were used to proceed with the implant, and the procedure was successfully completed using a left pulmonary artery wire position. No leaks or gradients were found post-implant. It was noted that the valve was conforming to the patient¿s anatomy and one or two crowns caught the floor of the rpa take-off which caused the inversion. Per the physician, there was too much forward pressure on the valve during deployment which caused the distortion. It was reported that the field representative offered a second system to use, however, the first valve and dcs were used inside the patient for a second time, because the physicians decided they wanted to use the valve and dcs that were already opened. No adverse patient effects were reported.